Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and the seal were located outside of the loading device body. The green slide lock remained locked and the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint could not be confirmed, however, it was confirmed for the seal remaining inside of the loader; however, it was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal remained inside of the loading device upon removal from the delivery device. A replacement device was used to complete the procedure. The hosp did not report any pt effects.